Event description:
It was reported that following the implantation of an artificial urinary sphincter device, the "patient presented back to the hospital 5 days after surgery with dvt/pe [deep vein thrombosis and pulmonary embolism]." CT determined that the balloon was placed lateral to space of retzius and was compressing vein. The doctor replaced the balloon and there were "no complications coming out of surgery." No further complications were reported in relation with the event.

Manufacturer narrative:
(B)(4).